Event description:
Reportedly, the pt underwent a procedure for a cephalic prosthesis. The suture was applied to suture subcutaneous plane. Approximately 50 days after surgery, and it was noticed that several granuloma appeared with abscesses in the subcutaneous tissue. Antibiotics were administered for 5 days, after which the surgeon proceeded with a sterile procedure in order to drain the abscess. No additional information or product for investigation was made available.